Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was programmed multiple boluses and monitored. All bolus deliveries were shown properly in the bolus history screen. No delivery alarms noted during testing. Unit passed self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime/a33 test, occlusion test and excessive no delivery test. The stop idle current test and run current test were in specification. Unit received with partially broken off battery tube threads, minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked reservoir tube.

Event description:
Customer's husband reported via phone call that the insulin pump alarmed no delivery and that the customer experienced high blood glucose level of 425mg/dl. Customer's husband stated that were able to change the set and the blood glucose went down to 167mg/dl. Troubleshooting for damage was performed and a crack was found on the side of the insulin pump. The customer's husband stated that the insulin pump may have been dropped. The customer's husband was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis